Event description:
The only info available on this pt was that she had the device, xenform, and another product (synthetic) from another company implanted and then suffered pelvic organ prolapse. There is no info if the pt had any additional treatment. None of this info has been confirmed by a healthcare professional.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No additional info has been made available.